Manufacturer narrative:
Based on the functional test and visual inspection, no conclusion could be reached as to why the safety shield would not retract. The obturator was cycled repeatedly and functioned properly. The reported incident could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
It was reported during a laparoscopic cholecystectomy on insertion of the second trocar, subxiphoid port, the safety shield would not retract. After manipulating the trocar it worked and was used. The trocar was from an ftr32 flextray, lot # k46tod. There was no consequence to the pt.